Manufacturer narrative:
(B)(4). The clinical investigation of this event determined that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s fluid overload. There was no allegation of fresenius product malfunction that was related to the patient¿s fluid overload. The patient¿s fluid overload is likely related to the disease process of congestive heart failure along with the transition to peritoneal dialysis. The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon follow up for an unrelated event, the peritoneal dialysis (pd) patient's husband stated that the patient had been hospitalized for fluid overload on (B)(6) 2017 and discharged home in a stable condition on (B)(6) 2017. Additional follow up with the pd nurse revealed that the patient was new to dialysis treatment, beginning on (B)(6) 2017. According to the pd nurse that is the cause for the fluid overload as the patient is new to dialysis treatment and the body still needs to become accommodated to the treatment and the clinic was attempting to find the correct concentration to use for the patient. The pd nurse reported that the patient is recovered and performing peritoneal dialysis treatments at home. Review of the medical records indicated that the peritoneal dialysis patient presented to the hospital on (B)(6) 2017 with acute chronic systolic heart failure due to insufficient diuresis complicated by renal disease. The patient symptom upon admission was dyspnea. The physical examination upon admission of the lungs resulted in no respiratory distress with bibasilar crackles. Physical examination of the lower extremities indicated 2+ pitting edema bilaterally. The patient was treated with peritoneal dialysis with a significant negative balance. The patient was switched from bumetanide to lasix 40 milligrams twice daily along with metolazone. The patient was discharged from the hospital on (B)(6) 2017 in stable condition.